Event description:
The dentist reported the ilpc441 screw fractured. Both abutment and fractured fragment returned. Implant remains in patients mouth.

Manufacturer narrative:
Both abutment and fractured fragment returned. Visual inspection confirmed that the lpctsh retaining screw has fractured with the fractured portion remaining stuck inside of the abutment screw. The remaining portion has not been returned for review. No additional evidence of damage was identified on the ilpc441 abutment device when visually compared to the drawing. The abutment screw was not fractured; therefore, this device is determined non-reportable.